Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.